Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was opened but not used during the implant procedure. During device interrogation prior to implant, telemetry could not be established. The ICD was not implanted. No patient involvement has been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Analysis found faulty rf module which caused the no telemetry c condition. Tried interrogating device wirelessly on several programmers while device was still in unopened sterile packaging and was unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.